Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that there are issues with the insulin pump's battery cap. The patient's blood glucose at the time of incident is unknown. The customer's mother specifically asked for a new battery cap since after replacing the batteries the pump won't turn on. The customer's mother confirmed that there is no damage anywhere on the pump and that it functions as designed. The customer was advised that if a new battery cap does not resolve the issue that they should call back for further troubleshooting on the insulin pump. No products were returned and a replacement battery cap was shipped to the customer.